Event description:
New information indicates that the noise on the right atrial lead was oversensed by the device which led to pacing inhibition, and atrial tracking of the noise resulted in inappropriate ventricular pacing.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was observed that the right atrial (ra) lead exhibited noise. Programming changes were made. The patient was stable throughout.